Event description:
The customer stated that a loud noise was heard coming from the cell-dyn ruby analyzer. The analyzer powered off and smoke was observed. The customer stated that there was no fire and nobody was injured. The analyzer and the uninterrupted power supply (ups) were unplugged from the wall. Abbott field service was dispatched and replaced the power supply.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no consequences or impact to patient); (B)(4) - (smoking).

Manufacturer narrative:
The power supply assembly was replaced and the instrument was returned into an operable status. The power supply assembly was returned to abbott laboratories and was evaluated by a subject matter expert (sme). The sme found visible signs of smoke with a strong smell of burnt material at the air vents. The sme observed smoke and burn damage on the left side of the internal module with a charred portion of the printed circuit board. Due to the observed damage, the power supply assembly was not tested with live power. The sme could not determine the cause of the issue. The risk management file for the cell-dyn ruby system indicates that system components (i.e. Power supply) are potential sources of burns, fire, or smoke but controls are in place to reduce risk include over current protection (fusing), covers, and instructions in the operator's manual to not remove covers during operation, safety icons, hazard warning labels, and fuse labeling. Review of complaint tracking and trending did not identify any adverse trends. Based on the event details and investigation, no product deficiency was identified with the cell-dyn ruby instrument.